Manufacturer narrative:
Additional information: the lens was explanted and replaced with a non-staar lens. After surgery day 1 there was no angle closure (only elevated iop), "but then the iris was getting closer to the cornea." Device evaluation: the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(6). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter, into the patient's left eye (os) on (B)(6) 2018. Reportedly, on (B)(6) 2018 the lens was explanted due to excessive vault, elevated iop, angle closure, significant reduction of irido-corneal angles (ica), blurred vision, and iris atrophy. Surgeon also states he performed irrigation/aspiration, phaco-emulsification, and iol implantation. Patient is now pseudophakic.